Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that device displayed " check IV set" and 240.4150.0 error code. The top sensor was replaced, and the error code disappeared. It was also noted a damage to the front plate at the top of the unit. The door assembly was then replaced with a new one. The unit passed all the tests, preventive maintenance performed using asm software. The device was returned to service. There was no patient involvement. Although requested, no further information was made available to date.